Manufacturer narrative:
Investigation findings: to date, the hose had not been received for eval. A follow up report will be sent following receipt of the device and completion of an evaluation. A hose sample from a similar reported event was sent to a third party lab for material testing and toxicological testing. The results found that the material content of this discoloration/resides was a combination of organic (proteins) and inorganic (tap water) components. The samples sent for toxicology were found to be non-cytotoxic. In addition, conmed linvatec initiated a supplier corrective action request for this problem. The residue had been identified as a variation in dye lots coming from the thread used to make the braid on the exterior of the inner pressure hose. A formal corrective action is in place for this problem. As of july 17, 2007, natural nylon braid material is being used for the exterior of the inner pressure hose.

Event description:
It was reported that a brown fluid leaked from this air hose. There was no report of pt/user contact, injury or surgical delay associated with this event.